Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral hernia procedure, the balloon physically broke, the valve seal disengaged and the balloon did not insufflate. There was no rapid loss of abdominal pressure. To resolve the issue, the doctor decided not to use the device anymore. The patient is alive with no injury.